Event description:
It was reported that an insulation anomaly was observed. Review of x-rays revealed no externalized conductors. All electrical measurements were within normal range. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.